Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not returned. The customer had removed the battery and stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display had been returned after insulin pump restart. Insulin pump was not bumped or dropped and not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.